Event description:
Customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to wait and confirm if pump could complete its warm-up period, as possible connection to a dead or expired transmitter might be causing increased battery depletion. Customer acknowledged and understood instructions, with further contact advised if the problem persisted. The customer continued to use the pump for insulin therapy.